Event description:
Female patient with cvc line and for some unknown reasons there was an accidental disconnection from the venous bloodline connected to the cvc line and therefore a massive bleeding, with the death of the patient, confirmed the (B)(6) by the customer towards the sales rep, who visited the center on the (B)(6). The costumer does not blame the machine, or the lines, as they threw away everything and used the machine for 4 more treatments afterwards. This is also the reason the costumer did not report this issue to nipro. However, because the machine was used afterwards for four more treatments, we could not save any data, logs or pictures.